Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair and evaluation because of failure. The device overheats when in use. No reported patient involvement. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.